Event description:
She called to report that she had been given a 20204 reusable instant cold pack when she had surgery, and she put it in the freezer when she was done with it. On (B)(6), she took it out of the freezer to use on an arthritic knee. She said she put it on the knee with a wrap around it, and did not feel a thing, but when she took the wrap off she said that it burned and was blistered. She went to the doctor and said that there was a third degree burn on the knee. She said that the tissue is healing on the knee, but she has no sensation in the area, and that it is about a 3 x 3 area. She said that she had read the 'reusable' on the front of the pack and had put it in the freezer, and then later after her knee was burned, she said she read the fine print and saw where it said to put it in the freezer, and do not freeze. She said that she is not concerned about litigation, but that she wanted to let us know that this can happen and to put a warning on our product. Additionally: end-user stated that when she saw "reusable" she quit reading, and did not read all of the warning and label.

Manufacturer narrative:
An investigation was initiated into the report citing the 20204 reusable cold pack stored in the freezer caused 3rd degree burns. A review of the sample returned indicated the product functioned as expected. There were no tears, punctures or physical damage visible on the pouch. Complainant states; the customer stored the pack in the freezer prior to use. Label copy clearly states in bold print on the front of the pack; store at room temperature (~75° f/24°c). Do not freeze or refrigerate prior to activation. Refrigeration prior to activation may result in frostbite. To re-use, place pack in a refrigerator for 15 minutes, insulated side down. Do not freeze. Additional cautions on the back of the pouch read; caution: freezing or refrigeration prior to use may cause injury, including frostbite. A review of this product catalog number identified no trends being detected for this issue.